Event description:
It was reported that a spectrum pump had "system error 105" alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported "system error 105" was reproduced and confirmed through the device evaluation. Physical inspection found severed motor screws which caused this error message. The motor mount screws and motor were replaced.